Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent surgery using cautery near the implantable cardioverter defibrillator (ICD) site and the device detected electromagnetic interference (emi) triggering a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. Oversensing was noted on stored electrograms (egm). The device remains in use. No patient complications have been reported as a result of this event.